Event description:
Additionally, it is alleged when attempting to perform 12 lead ECG monitoring, the monitor displayed "v4 leads off" and the pt ECG was inappropriately displayed as flatline trace.

Manufacturer narrative:
The monitor was observed to intermittently display a 'v4 leads off' message when the pt ECG trunk cable was mechanically flexed. The cable was replaced, the device retested and returned to the facility for use.